Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 273 mg/dl..